Event description:
The MFR received info alleging a "service required" alarm condition occurred on a ventilator. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system and sensor boards were replaced to address the issue.